Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect and low voltage alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file spanning approximately 2 days ((B)(6) 2021 per timestamp) was submitted. Beginning on (B)(6) 2021 at 23:56:32 until (B)(6) 2021 at 15:07:54 there were multiple atypical power cable disconnect and low power advisory alarms on the black power cable while connected to 14v battery power. These alarms would clear on their own and were coincident with rsoc invalid faults. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported alarms was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and low voltage alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient received multiple low voltage alarms and atypical power cable disconnect alarms. Changing the battery clips did not resolve the alarms. The alarms resolved after a controller exchange. Log file review confirmed odd strings of power cable disconnects and low power advisories which appeared to be caused by the battery and clip connected to the controller black lead. The controller was not returned for analysis.